Event description:
The customer reported to olympus, the videoscope image became distorted when changing the angle and scope communication error code e216 was displayed. The issue was found during a therapeutic surgical procedure. The intended procedure was completed without delay using a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
E1. (B)(6). The device was returned to olympus for evaluation and the evaluation found that due to damage on the charged coupled device, e216 (scope communication error) error code occurred, and the image disappeared during angulation in the right/left directions. Additionally, the following was observed: due to a crack on video connector case, water tightness was lost; bending section cover had a scratch; adhesive on bending section cover had a chip; video connector and video connector case had a crack; and due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1" error code e216" and phenomenon 2 "the image disappeared during the angulation operation" were likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events 1 and 2 as below. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.